Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise over-sensing. The atrial lead was explanted and replaced. There was no patient consequences.